Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "a patient underwent an orif for distal femur on (B)(6) 2020. On unknown date, two screws of condyle came off and the patient had revision surgery on (B)(6) 2020."

Event description:
As reported: "a patient underwent an orif for distal femur on (B)(6) 2020. On unknown date, two screws of condyle came off and the patient had revision surgery on (B)(6) 2020."

Manufacturer narrative:
The reported event was not confirmed. No evidence such as x-rays or medical records were available to prove the event. Review of device history, labelling, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No indications of material, manufacturing or design related problems were found during the document review. A condyle screw nut has a counterpart called condyle screw. In this case the corresponding condyle screws were not reported nor were any information given because of the reporting hp¿s policy. Based on available information it could not be determined which reasons had caused the event. In case essential information becomes available we reserve the right to re-reopen the case for investigation and to assess a new root cause.